Event description:
It was reported that the patient's right ventricular (rv) lead exhibited failure to capture. X-ray performed showed that the rv lead was migrate due to possible twiddlers syndrome. The rv lead was explanted and replaced. The patient was stable throughout the procedure.

Event description:
New information received. Indicated, that the right ventricular (rv) lead was capped and replaced on (B)(6) 2024.